Event description:
Excessive difficulty ventilating through the endobronchial tubes was experienced with location of a leak being the primary concern. While manipulating the circuit in the attempt to correct the problem, the 15 mm double swivel airway connector assembly came apart at a swivel joint that is not intended to separate. At this point the anesthesia team, having lost confidence in the endobronchial tube kit, removed the whole circuit and replaced it with a new tube and connector assembly. Adequate ventilation of the patient was maintained throughout the procedure and no injury to the patient was detected. Several other airway connectors out of these kits have failed at the same location recently but in those cases it was during setup and prior to insertion of the tube.======================manufacturer response for 15mm double swivel airway connector assembly, hudson rci (per site reporter).======================the manufacturer would like to investigate the problem.